Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/12/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturing record evaluation was performed and identified a non-conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. H3 investigational summary: the product was returned to ethicon for evaluation. One sealed packet was received for analysis. Product code 698g. The visual assessment of the sample revealed that the needle was rotated within the parking slot, resulting in punctures to the paper lid and the overwrap package. The inspection concluded that the sterile barrier had been compromised, as evidenced by the holes observed on the copolymer caused by the needle tip. Based on the information currently available, the hole in the overwrap package was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, according to this standard, it was visually confirmed that the needle at the tip was pointing upwards inside the package and had not pierced the packaging but had pierced the paper wrapping inside the package. There were no needle sticks or other impacts due to this event. This event was found before use. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.